Event description:
The injectors from box was missing with yellow stop collar [device issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device issue and no adverse event in a 60-year-old female patient (race not reported) from the united states. The patient's age at the time of event experience was 60 years. On (B)(6) 2024, amneal pharmaceuticals received information from the patient via a telephonic call concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot no: g221207x, and expiry date: jul-2024) (dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2023, she purchased a sealed box of medication from the pharmacy. On (B)(6) 2024, while the patient was looking for expiration date of the medication, she observed that one of the injectors from box was missing with yellow stop collar and requested for replacement and confirmed that on second injector she could saw the yellow stop collar. The patient confirmed that she did not use the medication. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
The injectors from box was missing with yellow stop collar [device issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device issue and no adverse event in a 60-year-old female patient (race not reported) from the united states. The patient's age at the time of event experience was 60 years. On 10-may-2024, amneal pharmaceuticals received information from the patient via a telephonic call concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: (B)(4), lot no: g221207x, and expiry date: jul-2024) (dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2023, she purchased a sealed box of medication from the pharmacy. On (B)(6) 2024, while the patient was looking for expiration date of the medication, she observed that one of the injectors from box was missing with yellow stop collar and requested for replacement and confirmed that on second injector she could saw the yellow stop collar. The patient confirmed that she did not use the medication. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 29-may-2024. New information received includes qa investigation report, attached with this case. On (B)(6) 2024, amneal product complaints received a product complaint for epinephrine auto-injector 0.3 mg lot g221207x, ¿unable to find the yellow stop collar¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿other - missing component¿. A cmo pfizer investigation was not warranted as the reported complaint was related to the assembly of the epinephrine auto-injector at the cpo phillips. The cpo phillips performed an investigation. Phillips performed an investigation on the epinephrine auto-injector 0.3 mg for lot g221207x. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. All retains (52 samples) for lot g221207x were inspected for presence of a yellow stop collar. Yellow stop collar was present on all retains. Based on the retain review the reported complaint was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. There have been no other complaints reported for lot g221207x in the past 24 months. There have been 2 other, similar complaints reported in the complaint category ¿missing component¿ in the past 24 months. The 2 similar complaints were determined not to be manufacturing related. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. As the reporter was provided step by step instructions, a potential root cause related to user error for not being able to locate the yellow stop collar is failure to follow instructions properly. To note on (B)(6)2020 amneal issued a product safety advisory (psa) whereas certain lots of epinephrine injection, usp auto-injector 0.3 mg may be missing its yellow ¿stop collar¿ potentially causing medication overdose. All affected lots which were identified under the psa were manufactured in 2019 and 2020 and have since expired. The subject lot (g221207x exp jul 2024) per this complaint was not an affected lot. The investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g221207x for the complaint category - other - missing component, for the reported complaint confirmed that the auto-injectors were manufactured in accordance with approved batch records. The evaluation of the retain samples conformed and met specification. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.